Manufacturer narrative:
Investigation summary: a device history record review was completed for provided material number 301033 and lot number 9336284. The review did not reveal any detected quality issues during the production process that could have contributed to this reported defect and all quality tests were found to be within specification. To aid in the investigation, three photos were received for evaluation by our quality team. Each photo shows a syringe. Photos one and three show acceptable printing scales. The second photo shows a printing scale that would be rejected. It could be possible for this defect to occur during the printing process if the ink viscosity was not set correctly inducing the lighter printing. In order to mitigate this defect, new ink viscometers were implemented. Based on the investigation with the second photo sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd luer-lok¿ syringe scale markings were "faint" and "easily" rubbed off. The following information was provided by the initial reporter: "production have been having problems with a batch of bd 30ml syringes. The number 30 is faint and rubs off easily on approximately half the batch. Inspecting for this was slowing down our production rate considerably. I believe only one batch is affected. We have therefore quarantined the remaining faulty batch (bd lot no 9336284) and switched to new good bd lots to complete our batch."